Manufacturer narrative:
No product was returned for evaluation. The report of pump stoppage events was confirmed based on the evaluation of the submitted system controller log file. The log file captured multiple low-speed hazards and pump stoppages which appear to occur while the patient was supported with the mobile power unit. Based on our complaint history and similarly reported events, the events captured in the submitted log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a root cause for the events could not be determined without an evaluation of the device. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) #(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted due to multiple pump stoppage events. The patient was provided 2 ungrounded patient cables. No additional information was provided.